Event description:
Co used to have drain bags of 15 liter size where two could be connected together for a total of 30 liter drainage during dialysis treatment. The co changed the design of the bag and did not notify pts or facility. The new bags are of 20 liter size and one cannot be connected to another. Some pts missed their dialysis treatment when they found out the bags are of 20 liter size and they drain more than that. According to reporter, about 25 pts were involved. Rptr received numerous calls from pts regarding this change. Even when rptr called the co to inquire about the change in price of these bags, she was not informed of the size change.